Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the serial number was not provided. The customer's biomedical engineer performs their own repairs.

Event description:
The cardiac assist territory manage (catm) reported that while he was performing an in-service training, he disconnected the iab from the safety disk. When doing this, the intra-aortic balloon pump (iabp) kept pumping and did not alarm. This should have triggered an alarm to go off. The catm tried to recreate the issue a second time, and the iabp alarmed. The hospital's biomed was alerted as they fix their iabp's and do not use (B)(6) service.

Manufacturer narrative:
09/12/2017 12:24 pm (gmt-4:00) added by (B)(6):the cardiac assist territory manager (catm) spoke with the biomed, but he did not recall any type of repair for this issue. The biomed did not have any additional information. There is no information available as to whether or not parts were replaced. If additional information is provided in the future, we will report accordingly.

Event description:
The cardiac assist territory manage (catm) reported that while he was performing an in-service training, he disconnected the iab from the safety disk. When doing this, the intra-aortic balloon pump (iabp) kept pumping and did not alarm. This should have triggered an alarm to go off. The catm tried to recreate the issue a second time, and the iabp alarmed. The hospital's biomed was alerted as they fix their iabp's and do not use getinge service.